Event description:
A review of service data detected a reportable problem. During servicing, the trunk cable connector on electrode belt sn (B)(4) was missing several pins. The last patient to use this electrode belt did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. Upon evaluation the electrode belt was missing several pins on the trunk cable connector. The root cause for the broken and missing pins could not be positively identified but was likely physical abuse. No adverse event resulted from the defective electrode belt. The last patient to use this electrode belt did not report any deficiencies.